Manufacturer narrative:
This complaint is a supplemental to MFR report number 9610816-2026-100937 due to incorrect registration number used. A philips field service engineer (fse) provided additional information on this incident. The fse indicated that there was no evidence indicating that device directly caused or contributed to the patient¿s death. The customer did not agree in share patient´s information. The issue occurred from the early morning on (B)(6) 2026 to the morning on (B)(6) 2026. Based on the information available, alarm events were generated and recorded by the monitoring system. The fse noticed several recorded alarms collected in pic ix clinical audit log. Date: institution: bed label: action: device name: clinical user: action type: on (B)(6) 2026 7:27 hospital (B)(6) 11ds07 *** apneia 0:28 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:27 hospital (B)(6) 11ds07 *** apneia 0:20 gerado em 07:26:48. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:25 hospital (B)(6) 11ds07 *** apneia 2:00 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:23 hospital (B)(6) 11ds07 *** apneia 0:20 gerado em 07:23:21. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:05 hospital (B)(6) 11ds07 ***xbradi 31 <40 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:04 hospital (B)(6) 11ds07 ***xbradi 38 <40 gerado em 07:04:40. Pic ix: uti-11ds. Red alarm. On (B)(6) 2026 7:02 hospital (B)(6) 11ds07 *** assistolia finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:02 hospital (B)(6) 11ds07 *** assistolia gerado em 07:02:15. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:00 hospital (B)(6) 11ds07 ***xtaqui 170>155 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 7:00 hospital (B)(6) 11ds07 ***xtaqui 170>155 gerado em 07:00:07. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:58 hospital (B)(6) 11ds07 ***xtaqui 160>155 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:58 hospital (B)(6) 11ds07 ***xtaqui 160>155 gerado em 06:58:25. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:54 hospital (B)(6) 11ds07 ***xbradi 34 <40 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:53 hospital (B)(6) 11ds07 ***xbradi 36 <40 gerado em 06:53:23. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:53 hospital (B)(6) 11ds07 ***xbradi 37 <40 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:52 hospital (B)(6) 11ds07 ***xbradi 38 <40 gerado em 06:52:39. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:49 hospital (B)(6) 11ds07 *** dessat 72 < 80 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:49 hospital (B)(6) 11ds07 *** assistolia finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:48 hospital (B)(6) 11ds07 *** assistolia gerado em 06:48:31. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:48 hospital (B)(6) 11ds07 *** dessat 72 < 80 gerado em 06:48:28. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:46 hospital (B)(6) 11ds07 *** dessat 76 < 80 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:46 hospital (B)(6) 11ds07 *** assistolia finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:46 hospital (B)(6) 11ds07 *** dessat 76 < 80 gerado em 06:46:03. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:45 hospital (B)(6) 11ds07 *** assistolia gerado em 06:45:34. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:43 hospital (B)(6) 11ds07 *** assistolia finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:39 hospital (B)(6) 11ds07 *** assistolia gerado em 06:39:18. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:39 hospital (B)(6) 11ds07 ***xbradi 25 <40 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 6:36 hospital (B)(6) 11ds07 ***xbradi 35 <40 gerado em 06:36:42. Pic ix: uti-11ds red alarm. On (B)(6) 2026 3:59 hospital (B)(6) 11ds07 *** dessat 77 < 80 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 3:24 hospital (B)(6) 11ds07 *** assistolia finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 3:06 hospital (B)(6) 11ds07 *** dessat 77 < 80 gerado em 03:06:03. Pic ix: uti-11ds red alarm. On (B)(6) 2026 2:42 hospital (B)(6) 11ds07 *** assistolia gerado em 02:41:54. Pic ix: uti-11ds red alarm. On (B)(6) 2026 2:36 hospital (B)(6) 11ds07 *** dessat 71 < 80 finalizado. Pic ix: uti-11ds red alarm. On (B)(6) 2026 22:37 hospital (B)(6) 11ds07 *** dessat 71 < 80 gerado em 22:37:28. Pic ix: uti-11ds red alarm. Based on the results of the analysis, the product was confirmed to be operating per specifications, as alarms were seen in the clinical audit log. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that the device did not alarm and the patient expired. No additional information was provided; therefore, good faith efforts are being performed.